Event description:
The user facility reported that an employee experienced pain to their hands after changing a cup of vaprox hc sterilant. The employee washed their hands with water and continued working. No medical treatment was sought or administered.

Manufacturer narrative:
Through follow-up with user facility personnel, it was stated that the employee was not wearing gloves while handling the vaprox hc sterilant cup. The vaprox hc sterilant instructions for use states: "wear personal protective equipment to handle cartridge; chemical resistant gloves." "Warning - do not use if sterilant packaging is damaged." "Precautionary statements if on skin (or hair): take off immediately all contaminated clothing. Rinse skin with water / shower." Every assembled vaprox hc sterilant cup is placed into plastic bag and sealed. The bag states: "warning - wear chemical resistant gloves prior to opening sealed bag." User facility personnel further provided a picture of the vaprox hc sterilant cup subject of the reported event and observed that a small crack was present near the seal of the sterilant cup. Due to the small crack in the seal, hydrogen peroxide solution may have leaked out causing the employee to experience discomfort while handing the sterilant cup. User facility personnel were counseled on the proper use and handling of vaprox hc sterilant and specifically the importance of wearing proper ppe (gloves). The device history record (DHR) was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.